Event description:
It was reported the ipg would no longer communicate with any external devices due to its' location. Surgical intervention was undertaken, explanting and replacing the ipg to a new pocket. The issue is resolved.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.